Event description:
Customer reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. Customer inspected the pump, removed an o-ring from the pneumatic tap, cleaned the area, and successfully reloaded the original cartridge following technical support instructions.